Manufacturer narrative:
Batch review performed on 04 sept 2025. Lot: 2344032: (B)(4) items manufactured and released on 06 dec 2023. Expiration date: 15 nov 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient underwent primary surgery on (B)(6) 2025. On (B)(6) 2025, the patient presented with drainage at the incision site and a hematoma. The surgeon performed an I&d and exchanged the head and polyethylene. Recently, the patient presented again due to infection of unknown pathogen. The surgeon performed a washout and exchanged the head. The surgery was successfully completed.